Event description:
A patient diagnosed with chronic diverticulitis, underwent hand assisted laparoscopic anterior resection. An end-to-end anastomosis was created with the car device 15 cm from the anal verge. The surgery course was uneventful and the bubble test was negative. The patient presented to ER with abdominal pain 4 days post-operation, afebrile. CT-scan revealed evidence of leak. Exploratory laparotomy with cut down of colon anastomosis was performed five days later with hematoma extraction, mobilization of splenic flexure, bilateral ureteral stent placement with colostomy and jp drain. A bubble test confirmed the leak.

Manufacturer narrative:
This report is submitted on behalf of the manufacturer and the importer. No corrective or remedial actions were taken due to the following: the car ring was returned and evaluated by the manufacturer. No failure was detected and the ring was found to be within its specification. The production history file of the lot was reviewed and found to be in order and the ring was found to be released according to the product specifications. Analysis of the clinical data suggested that a failure to release the peritoneal detachments of the splenic flexure at the original operation may play a significant role in promoting the anastomotic leakage. The finding of significant pelvic haematoma and bilateral ureteral damage are sufficient evidence for problematic retroperitoneal/pelvic dissection in the first operation, which by itself may cause anastomotic healing impairment. Anastomotic leakage is one of the most common complications of colorectal surgeries with both staplers and compression anastomosis devices and the current cumulative leak rate found with the use of the car device is within the low range reported in the literature for anastomosis devices.